Event description:
It was reported that a pca pump module infused hydromorphone at a faster than expected between (B)(6) 2025 2307 - 4/9/2025 0245. The infusion was routing with the following parameters: pca - bolus 0.2mg - lockout 12 min - 1 hr limit 2.5mg - continuous dose 1.5mg/hr, also a 30ml volume to be infused. There was patient involvement, but no harm. Bd learned the following information after an onsite visit: "pharm d reported that after gaining access to the bd knowledge portal, they were able to review the logs for the pca pump module involved in the event. After their review of the logs, it was revealed that the nurse had selected the incorrect drug concentration of hydromorphone when programming the pca module, and therefore it indicated a user error.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: remedial action required, remedial action #. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pca pump module infused hydromorphone at a faster than expected between 4/8/2025 2307 - 4/9/2025 0245. The infusion was routing with the following parameters: pca - bolus 0.2mg - lockout 12 min - 1 hr limit 2.5mg - continuous dose 1.5mg/hr, also a 30ml volume to be infused. There was patient involvement, but no harm. Bd learned the following information after an onsite visit: "pharm d reported that after gaining access to the bd knowledge portal, they were able to review the logs for the pca pump module involved in the event. After their review of the logs, it was revealed that the nurse had selected the incorrect drug concentration of hydromorphone when programming the pca module, and therefore it indicated a user error.

Event description:
It was reported that a pca pump module infused hydromorphone at a faster than expected between (B)(6) 2025 2307 - (B)(6) 2025 0245. The infusion was routing with the following parameters: pca - bolus 0.2mg - lockout 12 min - 1 hr limit 2.5mg - continuous dose 1.5mg/hr, also a 30ml volume to be infused. There was patient involvement, but no harm. Bd learned the following information after an onsite visit: "pharm d reported that after gaining access to the bd knowledge portal, they were able to review the logs for the pca pump module involved in the event. After their review of the logs, it was revealed that the nurse had selected the incorrect drug concentration of hydromorphone when programming the pca module, and therefore it indicated a user error.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of hydromorphone was not able to be confirmed through review of the logs and no suspect device was returned for this investigation. The event was reported to have occurred from (B)(6) 2025 to (B)(6) 2025. The event time was reported from 2307 (11:07 pm) to 0245 (02:45 am). The pcu s/n (B)(6) event log was provided by the customer to ascertain programming and event details associated to the reported incident. Dataset was not provided by the customer. On (B)(6) 2025 at 09:40 pm, the pcu s/n (B)(6) event log showed the pcu, and the suspect pca module s/n 12344021 were powered on and was assigned channel ¿a¿. The user selected ¿yes¿ to ¿new patient.¿ the profile in use could not be identified since no device or dataset was returned for this investigation. At 09:44 pm, pca module was selected and followed by a key soft 13 being pressed. This event occurred five (5) times. At 09:49pm, pca module was selected and was detached from the pcu. At 11:02:26 pm, pca module was selected, and an infusion was programmed. The drug selected was drugid= 187, with a rate of 7.5ml/h, volume to be infused (vtbi) of 27.9807ml, with infusion mode pca dose + continuous, pca dose of 0.2mg, lockout interval of 12 minutes, continuous dose of 1.5mg/h, max limit of 2.5mg/4h and a concentration of 1mg/ml. Infusion was started and device registered a primary volume infused (pvi) of 0ml. At 11:03:06 pm, infusion was paused and for dose request, profile 1 was selected. Infusion was restarted. At 11:23 pm, pca dose was requested and delivered successfully with a rate of 150ml/h and a vtbi of 1ml. After dose was delivered device registered a primary volume infused (pvi) of 3.4313ml. On (B)(6) 2025 at 02:30 am, channel was selected, operator walkaway alarm and restart key was pressed (invalid key). At 02:39 am, pca module alarmed for empty syringe, channel was selected, and channel was powered off. Device registered a primary volume infused (pvi) of 27.9807ml. At 02:49 am, pcu was powered on, pca was assigned channel ¿a¿, channel was selected, and the following keypresses were made: key soft 12, key soft 11, key soft 14, silence key, key soft 13, key soft 13 (invalid key) and key soft 14. At 02:51:19 am, channel was selected, operator walkaway alarm. Channel was again selected, and user programmed an infusion. The drug selected was drugid= 188, with a rate of 1.5ml/h, volume to be infused (vtbi) of 0.5384ml, with infusion mode pca dose + continuous, pca dose of 0.2mg, lockout interval of 12 minutes, continuous dose of 1.5mg/h, max limit of 2.5mg/4h and a concentration of 1mg/ml. Infusion was started but device alarmed for empty syringe, device was then powered off and registered a primary volume infused (pvi) of 0ml. No further infusions were noted on this day. No inspection and testing could be performed as no device or administration sets were returned for investigation. Per alaris system user manual (v9.33), states within warnings and cautions to use only standard or pre-filled, single-use, disposable syringes (with luer-lock connectors) and nondedicated administration sets with integrated anti-siphon valves, designed for use on syringe-type pca pumps. The use of any other syringe or administration set can cause improper instrument operation, resulting in inaccurate fluid delivery, pressure sensing, or other potential hazards. It also states that before loading or unloading the syringe, always turn off fluid flow to the patient, using the tubing clamp or stopcock. Uncontrolled fluid flow can occur when the administration set is not clamped or turned off and can cause serious injury or death. Additionally, ensure that syringe barrel, flange, and plunger are installed and secured correctly. Failure to install syringe correctly can result in uncontrolled fluid flow to the patient and can cause serious injury or death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of an over infusion of hydromorphone is being attributed to user programming the incorrect drug concentration. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.